Manufacturer narrative:
This report is being amended to reflect changes in sections. Visual inspection of the persona tibial articular surface provisional (tasp) bottom confirmed that a fracture along the anterior section of the tab has split the device into two pieces. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured.